Event description:
Subsequent to the initial MDR, a correction is required. The complaint states that "cgm accuracy" was reported. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient experienced multiple episodes of inaccurate cgm values. This report is 5 of 5 allegations of cgm accuracy that had similar event details. The patient stated that because of inaccurate readings, they had to go to the hospital on two occasions. No symptoms were reported but the patient gave an example of a cgm reading of 80 mg/dl, and a blood glucose reading of 40 mg/dl. Besides this, the patient also had to call the emergencies on two occasions, because the cgm device was showing normal values, but the blood glucose reading was ¿too low¿. No specific blood glucose reading was reported. On a 5th occasion the patient would have lost consciousness due to the hypoglycemia, while the cgm device showed a reading in a normal range. The patient reported the complaints via a customer experience platform, and was contacted multiple times to provide further information regarding the events, but all attempts were unsuccessful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
B3 date of event - correction b5 describe event or problem - correction h2 correction.

Event description:
The complaint states that "cgm accuracy" was reported. The wearable was inserted into the skin. On 06/30/2025, it was reported that the patient experienced multiple episodes of inaccurate cgm values. This report is 5 of 5 allegations of cgm accuracy that had similar event details. The patient stated that because of inaccurate readings, they had to go to the hospital on two occasions. No symptoms were reported but the patient gave an example of a cgm reading of 80 mg/dl, and a blood glucose reading of 40 mg/dl. Besides this, the patient also had to call the emergencies on two occasions, because the cgm device was showing normal values, but the blood glucose reading was ¿too low¿. No specific blood glucose reading was reported. On a 5th occasion the patient would have lost consciousness due to the hypoglycemia, while the cgm device showed a reading in a normal range. The patient reported the complaints via a customer experience platform, and was contacted multiple times to provide further information regarding the events, but all attempts were unsuccessful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This report is 5 of 5 allegations of cgm accuracy that had similar event details. Related records: (B)(4).